Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an unrelated procedure the patient experienced a loss of perfusion while being cauterized. A magnet was applied to the implantable pulse generator (ipg) but the problem persisted. Post-operative device interrogation revealed that all impedances, sensing and thresholds were within normal range however one ventricular high rate episode was recorded during the procedure and the device appeared to have sensed the noise and withheld pacing just prior to the recorded event. The device remains in use. No further patient complications have been reported as a result of this event.